Manufacturer narrative:
Additional information: recall summary: bd is conducting a voluntary medical device recall for three lots of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Product and scope: the bd vacutainer® eclipse¿ blood collection needle is a sterile, single use medical device. It consists of double-ended hollow cannula, pointed at both ends and fixed inside a plastic screw thread hub. The intravenous end of the cannula is pointed for insertion into (usually) the median cubital vein of the arm, while the other end has a point suitable for piercing, without coring, the rubber stopper of a bd vacutainer® blood collection tube. This is the non-patient (np) end. Description of issue: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product, specifically for catalog# 368608, lot# 8207894, causing blood leakage. Subsequently, additional complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle were received on lot #s 8354527 and 9025826. Investigation indicates these lots are impacted and the recall has been expanded to include them. Summary table of the # of complaints and mdrs in scope there were a total of (B)(4) complaints and (B)(4) mdrs within scope at the time the expanded field action decision was made. Hhe summary: the risk of transmission of bloodborne pathogens, unnecessary post-exposure prophylaxis due to exposure of hcw to contaminated blood and potential for a needlestick injury from a bd vacutainer® eclipse¿ blood collection with a missing np needle bevel is considered to be very low. Additionally, an overall risk assessment was taken into consideration. Of all complaints bd received, there were no indication of the end user being subjected to direct blood exposure or needlestick injury. Taking all these factors into consideration, the health hazard associated with this product failure is remote. Investigation summary: bd pas has initiated CAPA 744088 to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z#. Please reference bd recall #: pas-19-1429-fa, associated with res82351.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked at the back end of the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 368608. Batch/lot: 8354527. It was reported that there was a leak at the back end of the needle.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked at the back end of the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 368608. Batch/lot: 8354527. It was reported that there was a leak at the back end of the needle.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #744088 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through CAPA #744088 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA #744088. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked at the back end of the needle. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 368608. Batch/lot: 8354527. It was reported that there was a leak at the back end of the needle.